Manufacturer narrative:
This report is to correct the reporting become aware date. This has been updated to the correct date.

Event description:
It was reported that the filter into which the epidural catheter is to be inserted is defective at the level of the plastic screw thread, which does not block the catheter inside. As a result, the catheter unexpectedly exited the filter. There was patient involvement. And there were no injuries.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.